Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The probable or root cause of the event has not been identified. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a hahn tapered implant failed. The patient's oral hygiene is reported as good. The patient presented on (B)(6) 2025 for a primary procedure on tooth #4 and #20. Upon examination the provider determined that the implant lacked primary stability. The implant was removed and replaced. Symptoms resolved after implant removal. Per the reported information there are no preexisting medical conditions. No other issues reported.